Event description:
During a lower leg angioplasty, the balloon burst before the rated burst pressure. The procedure was successfully completed with the use of a competitor 's device. The device was disposed of by the customer. There was no patient harm.

Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.